Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a doctor and a company representative regarding a (B)(6) female patient who was receiving dilaudid 3mg/ml at 0.5 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2015, an alarm was heard and confirmed by telemetry. The logs were reviewed and a pump in safe state and low battery reset had occurred. The patient experienced a return of pain (also reported as loss of therapy/increased pain) as a result. The pump was programmed to minimum rate mode and was scheduled to be replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Laboratory data: updated/corrected.

Manufacturer narrative:
Pump analysis results revealed high battery resistance. Correction: device code doesn't apply; the device code has been updated. Conclusion code no longer applies; the conclusion code has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies to this event; the conclusion code has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.